Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 124 mg/dl. A cause of the past occlusions could not be identified. A system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the infusion set. The customer resumed insulin delivery and a bolus of insulin was delivered.